Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and insulin injections were administered to address the bg level. The customer did not know what caused the high bg level. As the high bg occurred the day prior, tandem technical support was unable to troubleshoot and advised the customer to discuss the high bg with a healthcare provider.